Manufacturer narrative:
E and f code updated to reflect additional information: e2403 - no clinical signs, symptoms or conditions. F26 - no health consequences or impact. (B)(4). Follow up for device evaluation. It was reported when pulling back after flushing, blood squirted out the end. To aid in the investigation, one empty sample with no packaging flow wrap or tip cap was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then tested for leakage and passed. It could be possible the customer is not using the product as intended. This product is designed to push the plunger rod down to expel the solution; it is not designed to pull the plunger rod back. A device history record review was completed for provided material number 306593, lot 4145093. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Additional information received. No patient or caregiver harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:306592. Batch#:4145093. Verbatim: writer was flushing patients line with a 10cc pre filled syringe. When writer pulled back after flushing blood squirted out the end of the syringe towards writer. Plunger was not pulled out more than half way on syringe. Syringe was saved, double bagged as there is blood on it.